Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to noise and a confirmed fracture of the right ventricular (rv) lead. It was noted that the rv lead had high and undefined impedance measurements. It was also noted that the left ventricular (lv) lead had high impedance measurements. The rv lead was explanted and replaced. The lv lead remains in use. No further patient complications have been reported as a result of this event.